Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had an hematoma evacuation for the implant site of this device. The hematoma was successfully drained and this crt-d remains in service. No additional adverse patient effects were reported.